Manufacturer narrative:
Device evaluated by manufacturer: updated the device was returned for evaluation and the clinical observation was confirmed as the coil was observed to be stretched. As received the implant coil was found damaged, stretched with the polypropylene filament intact. No bend was found on the pushwire. All other subassemblies appeared to be normal and no other anomalies were observed. It is possible that the implant coil became damaged subsequent to the movement of the coil against the reported resistance. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The axium coil was not returned for analysis; therefore, no definitive conclusion can be drawn regarding the clinical observation. However, the device is pending return. Upon receipt of the device a supplemental report will be filed. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information during coiling treatment of a small unruptured, saccular carotid- ophthalmic aneurysms, this coil felt lot of resistance during delivered into the microcatheter and detached itself in the catheter. It was reported that while delivering this coil, large resistance was felt, and further the coil was delivered, larger the resistance was felt. The coil was stuck at the proximal part of the catheter. Then physician removed this coil from the patient. After removed, it was found that the implant coil was stretched and detached in the catheter. The physician used another coil of the same model, delivered and implanted it successfully. Then two more coils were implanted and the surgery was finished successfully. No patient injury was reported.

Manufacturer narrative:
Additional information received contradicts the initial reported information. The coil did not detach as originally reported. Based upon the new information received, this would not meet the criteria for a reportable event as the coils stretched during delivered inside the catheter but did not detach. If information is provided in the future, a supplemental report will be issued.

Event description:
New information received reporting this coil was stretched inside the microcatheter during delivery. The coil did not prematurely detach as originally reported.